Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure, damaged line cord, broken block assembly, and an outdated printed circuit board (pcb) and power switch. Functional testing found the enclosure was cracked and leaking, confirming the customer complaint. Root cause was attributed to poor design, causing the crack from use of the drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event is unknown. D4: UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the bottom case was cracked and leaking. No report of patient involvement.